Manufacturer narrative:
The event electrodes were not returned to zoll medical corporation for evaluation. Instead, a retained sample of the same lot were evaluated. The customer's report was not replicated or confirmed. A thorough evaluation of the electrodes was performed and no assembly or performance issues were found. The adhesive peel test passed within specification and reflected excellent bonding capability. Based on the results, it was concluded there were no adhesive discrepancies with this sample electrodes. This is the first report of this kind against this lot of electrodes. The customer received a replacement set of electrodes. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the electrodes would not adhere to the patient's skin. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.